Manufacturer narrative:
The catheter and guidewire have been evaluated. The evaluation of the cross section of the break points showed that the guidewire broke into two segments (due to torsional overload) inside the catheter lumen and one of the segments punctured the catheter lumen at 1.30 cm from the distal tip. (B)(4): catheter lumen.(B)(4).

Event description:
Treatment of an aneurysm. During preparation, the physician introduced the guidewire into the balloon catheter and felt resistance as it got stuck and eventually broke.no injury was reported with the patient as a result of the procedure.